Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Few minutes, time to retrieve the defective plate and to replace it. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No. Patient¿s current status? Good. How the procedure was complete? By replaced the 2 defective plates. Please provide procedure name: unk. Status of product return / follow up: devices not available for analysis.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2020 and the mesh was used. It was reported that the middle of the plate was detached from the rest of the device. It was also reported that the strips cut themselves without any specific action. It was also reported that there was a delay of the procedure. There were no adverse patient consequences reported.